Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter which resulted in the pump shutting down. There was no adverse impact to the customer¿s blood glucose value. Reportedly, the customer was able to successfully charge the pump using a secondary wall power adapter. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.